Manufacturer narrative:
The device was not returned for analysis. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
It was reported that the stent of the palmaz genesis fell off the balloon in the target lesion. The stent was removed by surgical operation. There was no reported patient injury. This was an infantile pulmonary arteriectasis case. A palmaz genesis was delivered to the lesion and deployed. However the stent slipped and fell from the target lesion while manipulating after the stent deployment. The access site was the pulmonary artery. The patient¿s vessel level of tortuosity and calcification was unknown. The rate of stenosis was unknown. The product was clinically used and will not be returned for analysis.

Manufacturer narrative:
The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The stent of the palmaz genesis fell off the balloon in the target lesion. The stent was removed by surgical operation. There was no reported patient injury. This was an infantile pulmonary arteriectasis case. A palmaz genesis was delivered to the lesion and deployed. However the stent slipped and fell from the target lesion while manipulating after the stent deployment. The access site was the pulmonary artery. The patient¿s vessel level of tortuosity and calcification is unknown. The rate of stenosis is unknown. There were no anomalies noted when the device was removed from the package. There were no anomalies noted during prep. There were no procedural cd or photos available for review. No other information was provided. The product was not returned for analysis. A device history record (DHR) review of lot 17507804 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent dislodged - in patient¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics, although unknown, may have contributed to the reported event as calcification or fibrosity of a vessel may have an adverse effect on stent positioning and deployment. The palmaz genesis on amiia is not indicated for use in pediatric patients and as such this is considered off-label usage. According to the safety information in the instructions for use ¿contraindications include, but may not be limited to: patients with highly calcified lesions resistant to pta. Prior to stenting, the palmaz genesis peripheral stent on cordis amiia .014" delivery system should be examined to verify functionality and integrity and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Should any resistance be felt at any time during advancement or removal of the stent delivery system pre-stent implantation and before full exposure of the stent, carefully attempt to pull the unexpanded stent delivery system back through the sheath introducer/guiding catheter. If resistance is felt in doing so, the delivery system must be removed as a single unit. When removing the delivery system as a single unit: do not retract the delivery system into the sheath introducer/guiding catheter. Position the proximal balloon marker just distal to the tip of the sheath introducer/guiding catheter. Advance the guidewire into the anatomy as far distally as safely possible. Secure the stent delivery system to the sheath introducer/guiding catheter; then remove the sheath introducer/guiding catheter and stent delivery system as a single unit. Failure to follow these steps and/or applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and/or stent delivery system components such as the balloon.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.